Manufacturer narrative:
Unknown if sample is available for investigation. Investigation is incomplete at this time.

Event description:
Complaint was reported as the following: when closing the patient using the teleflex skin stapler the stapler became jammed and one of the staples stuck in to the patient but not closed. Removed faulty staple from patient skin and opened a new stapler to complete closure. No reported of patient injury.